Event description:
It was reported that a patient presented remotely via merlin.net. Review of electrogram (egm) revealed oversensing noise was noted on both right atrial (ra) and right ventricular (rv) leads, and oversensing noise on the ra lead resulted in inappropriate automatic mode switch (ams) episodes. No changes or interventions were reported. The patient condition was not known.